Manufacturer narrative:
Investigation summary the complaint of leaks on microclave cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
Event occurred regarding a microclave where the reporter stated that the "rn attempted to get labs from a central line. Upon after flushing the lumen, saline came out around the middle sides of the clave. The clave was tightly attached to the lumen and saline was clearly coming out of the sides of the clave itself not from the lumen." There was patient involvement and no adverse event.